Event description:
The manufacturer received information alleging when a user was cleaning a mask for the device, dark, dirt like soot was observed. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.